Event description:
The manufacturer received information alleging lightheadedness related to a CPAP device's sound abatement foam. The patient alleges to have been diagnosed with acute kidney injury/nephritis, afib, and has had severe water retention, and anemic. Patient is on multiple blood pressure medications and thinners and has had medication side effects. States the patient requires insulin due to high doses of steroids. Patient reports to have had two visits to urgent care, two ER visits, and one hospital admission. Patient states a kidney biopsy was performed due to the nephrology diagnosis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information wasreceived and section b5 should be reported as:the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused alleges to have been diagnosed with acute kidney injury/nephritis, afib, and has had severe water retention, and anemic. Patient is on multiple blood pressure medications and thinners and has had medication side effects. States the patient requires insulin due to high doses of steroids. Patient reports to have had two visits to urgent care, two ER visits, and one hospital admission. Patient states a kidney biopsy was performed due to the nephrology diagnosis. The reported events of acute kidney injury/nephritis, afib, and has had severe water retention, and anemic and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. Ifany additional information is received, a follow up report will be filed.